Event description:
I used renu moistureloc from dates given and had to stop along with loss of contact lens strength changing due to film on them. My eyes swelled shut each time, pain, increased redness, increased film over eye, infections, light sensitive, and almost caused me to wreck my car.